Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation along with a secondary medication set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water, priming, and backflow functional testing were performed with no issues noted. The devices were connected to an in-lab spectrum iq pump and left running for two hours; no issues were observed. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at a clearlink system continu-flo solution set backflowed solution. The device was backflowing unspecified medication into the primary bag from a secondary set (noted by drips in the chamber) while the unspecified intravenous (IV) pump was in a stopped mode. The primary bag was properly set up below the secondary bag. A slide clamp was applied to the primary tubing above the pump, causing the secondary tubing to stop flowing. This occurred during infusion set-up. The primary tubing was then replaced to correct the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: f10/h6: component codes, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.